Event description:
It is reported that the device was implanted in 2009 and revised three months later, due to the glenosphere disassociating from the baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.